Event description:
It was reported that approx one month post vascular stent implant, imaging demonstrated that the stent was no longer patent. A thrombolysis procedure was performed. Further info is pending.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The stent remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.